Event description:
A rheumatologist wrote to report that a 73-year-old female experienced exacerbation of an urticarial rash and development of epigastric and chest pain subsequent to receiving hyalgan. "The pt in question is a 73-year-old caucasian female of italian extraction who has degenerative arthritis of the right knee. She has had urticarial rash of intermittent nature over the last several years occurring three or four times per year. At the time of her injection, she had a slight urticarial rash which by virtue of its chronicity. Reporter injected her right knee with hyalgan. Later on that day, the urticarial rash became more pronounced with the development of epigastric as well as chest pain. The pt was admitted to the hospital and evaluated for a cardiac event and this was ruled out. She was treated with various medications which alleviated the urticaria. She presented for the second injection providing reporter with this story and reporter is certainly holding off any further injections." The reporter is asking whether there is a protocol available for the skin testing of hyalgan. F/u will be pursued. Add'l info will be provided by product info. Corrective treatment: "various medications, which alleviated the urticaria."